Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: risk manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report number mw 4900240000-2025-8050: "patient was brought to the catheterization lab for a heart catheterization on [redacted]. The patient had a pci [percutaneous coronary intervention] with right femoral artery access that was closed with an angio-seal closure device. The patient left the lab at 1535 on [redacted]. The angio-seal was successful, there was no hematoma present when the patient left the lab. On [redacted], the catheterization lab team was contacted at 0740 about a large hematoma that was found in the morning. Several members of the team were called to the bedside to apply a femostop and hold pressure. Md arrived at the bedside around 0900, and the patient was emergently brought to the catheterization lab for a balloon tamponade case at 0920. The balloon tamponade was unsuccessful, and the patient was treated with a covered stent to control the bleed. What was the original intended procedure? Cardiac catheterization. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known." Additional information was received on 15apr2025: the procedure sheath used during angio-seal placement was a 6 french destination renal guiding sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion during angio-seal placement. It was unknown if a pre-deployment angiogram was performed. The patient was stable at the conclusion of successful angio-seal deployment. No blood loss was reported. The date the hematoma was discovered was (B)(6) 2025. Approximate size of the hematoma (described as large). Large acute proximal right thigh hematoma with active arterial extravasation. Continue dapt with brilinta for cad and multivessel pci. The patient did not have any pre-existing conditions that could have contributed to the adverse event. The patient was in stable condition.